Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer did not received request to rewind the insulin pump. Customer was assisted with performing fill cannula and customer stated that fill cannula was recorded in daily history. Customer stated that they performed self test. Insulin pump passed self test. Customer was assisted with connecting glucometer to insulin pump. Customer stated that they received lost sensor signal alarm. Customer stated that they had site issue with sensor. Customer reported bruising and hematoma at site. No harm requiring medical intervention was reported. The device will not be returned for analysis.